Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a nurse via company representative to our local affiliate (B)(4). This case involves a female (age nos) who received poly-l-lactic acid (sculptra) therapy (treatment dates, indications, and dosage nos). Relevant medical history and concomitant medications were not specified. On an unk date, the pt received 2x2 vials of poly-l-lactic acid four/five weeks apart a month ago for an unk reason. The pt developed dry skin which was tingling and feeling hot which then started to peel. The skin then started blistering and weeping in places. It is unk if therapy is continuing or if any corrective treatment was given. Reporter's casualty: not specified. A ptc (pharmaceutical technical complaint) has been issued #(B)(4). Addendum for f/u info received on (B)(6) 2008: ptc results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.